Manufacturer narrative:
Unit received, evaluated by mfg; functions within spec, found s1 component to have a burnt casing (overheated); replaced component per pnr# 1140; refer to CAPA (B)(4) for phaco board component; no complaints since the board was upgraded.

Event description:
It started to smoke and smelled like it was burning. This is a brand new console just opened it up. Need a replacement asap.